Event description:
It was reported that the procedure was to treat a moderately calcified superficial femoral artery. A 5.5 x 150 supera was unable to be completely deployed. After 40 mm of the stent was deployed, it could not deploy further. The guide wire was removed and an attempt was made to advance another guide wire through the port of the supera; however, the guide wire could not be advanced. Several attempts were made to load the guide wire, but it could not load and the device was removed from the anatomy partially deployed. Two new supera stents were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty was not able to be confirmed due to the stent being deployed. The difficulty advancing the guide wire was confirmed due to coagulation of dried blood. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.